Event description:
On (B)(6) 2020 arjo was informed about incident that occurred in (B)(6) in (B)(6). It was reported that the caregiver trapped finger during operating of the safety side rail of enterprise 5000 bed. As a result, the caregiver sustained distal phalanx fracture.